Manufacturer narrative:
Concomitant products: product ID 3998, lot # j0406043v, implanted: (B)(6) 2004, product type lead; product ID 748940, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had their implantable neurostimulator (ins) explanted in 2006 because the ins placement caused them to be paralyzed on that side. It was noted that 8 ¿little metal pieces/metal clips¿ were still embedded in the top of their spine. It was clarified that the metal pieces that remained in the patient were electrodes of the lead component and not the whole wire based a CT scan that was just performed. The patient was going to have an MRI which was not related to the ins device but it was later noted that they were going to do a CT scan instead. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.